Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarms noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked reservoir tube, and loose/shifted end cap sticker.

Event description:
It was reported the customer had excessive no delivery alarms on their insulin pump. Customer also reported experiencing high blood glucose. Customer was advised their site may not be absorbing insulin. The customer's blood glucose was 344 mg/dl at the time of the call. It was found the customer's blood glucose would reach 600 mg/dl. Customer also reported the no delivery alarms would occur during bolus deliveries. The customer did not want to troubleshoot for repeated alarms. Customer was advised their insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.